Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from an healthcare facility in the form of medical records regarding a patient who was receiving dilaudid via an intrathecal pump placed on (B)(6) 2004 (lot number, concentration, dose, and dates of therapy were not reported). Indications for use included non-malignant pain and failed back surgery syndrome. On (B)(6) 2004 (reported as "2 day history" and "a couple days history" on (B)(6) 2004) the patient experienced headache, neck stiffness, difficulty looking down, and a mild cough which was productive of some colored sputum. On (B)(6) 2004, the patient was seen and admitted to the hospital for the aforementioned symptoms. On that day the patient vomited twice, had photophobia, and complained of chills. The patient had a temperature of 99.2. The patient also had some tenderness over the left surgical dilaudid pump insertion site; there was no erythema around the surgical incision, it was clean, dry, and intact (c/d/I). There was no erythema along the catheter site, and no erythema, warmth, or drainage in at the lower lumbar spine incision. The patient was given 2 grams of rocephin intravenously (IV) for presumed bacterial meningitis. Cerebrospinal fluid (csf) studies were obtained and revealed coagulase negative staphylococcus aureus (also reported as rare gram positive cocci) that was sensitive to nafcillin. The patient was switched to nafcillin once the culture and sensitivities came back. The csf also showed the protein elevated at "292," a cell count of "488," red blood cell count of 560 nucleated cells, moderate polymorphonuclear (pmns) cells, lactic acid "11.1," and a low glucose at "29"; the lumbar puncture (lp) revealed evidence of meningitis. The assessment of the hcp was that of a patient with bacterial meningitis. Blood cultures were obtained and were negative. A wound culture was obtained and showed abundant coagulase positive staphylococcus aureus. Additionally, the erythrocyte sedimentation rate (esr) was elevated at "46," c-reactive protein (crp) was elevated at "18.5," white blood count (wbc) was "16.1." A lumber computed tomography (CT) scan revealed no evidence of central spinal canal or neural foraminal stenosis. A CT of the head was obtained, but the results were not reported. The CT myelogram showed no evidence of a filling defect suggestive of a hematoma or abscess formation and no gas in the thecal sac. The intrathecal catheter was present with the tip at the t11-t12 level posterior to the spinal cord. On an unspecified date, the patient was also "originally" treated with vancomycin. On an unknown date (reported as "for a number of days" on (B)(6) 2004), the patient noted some drainage from the posterior incision. On (B)(6) 2004, the patient began to note pain in one of her legs. On (B)(6) 2015, the patient was able to lift both legs off the bed and the posterior incision did appear to be draining what was "probably somewhat pustulant material." The patient subsequently underwent removal of the implanted system for the preoperative diagnosis of meningitis with probable infected intrathecal pump; gentamicin was given preoperatively. During the procedure, the posterior incision was re-opened without difficulty, and a moderate amount of fluid was obtained and sent for culture (the results were not reported). The proximal intrathecal catheter was easily removed, as was its connector to the muscle fascia. This was incised, and the tip was sent for cultures (the results were not reported). The anterior abdominal incision was re-opened and there was a moderate amount of fluid within the cavity; cultures were taken (the results were not reported). The system was easily removed, and there was no evidence of a csf leak. The postoperative diagnosis was unchanged. There was no allegation against the implanted system. Postoperatively, the patient's pain was managed with a dilaudid patient-controlled analgesic (pca) pump, oxycontin, and vicodin. On an unknown date, during the patient's admission, they had a "bout" of diarrhea which resolved with imodium a day later. On (B)(6) 2004, a peripherally-inserted central catheter (PICC) was inserted for long-term IV access. On (B)(6) 2004, neurology was consulted and confirmed that there was no csf leak. On (B)(6) 2004, the patient was to be transferred to a nursing home facility for IV antibiotic treatment with nafcillin 2 grams every 4 hours for a total of a 14-day course (an additional 7 days, starting on (B)(6) 2004, following transfer). The patient was also discharged to the nursing home with orders to continue the oxycontin, vicodin, and nafcillin. On (B)(6) 2004, the patient was to have a complete blood count (cbc) and comprehensive metabolic panel (cmp). The patient was to follow-up with the hcp on (B)(6) 2004 (also reported as in 7 days), and was to report any return of symptoms (fever, neck stiffness, photophobia, or altered mental status).